Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip there was an issue with 4 syringed leaking.

Manufacturer narrative:
Investigation: three sealed cartons of 100 each and one plastic bag with 77 loose packaged 3ml syringes were received. The samples were confirmed to be from batch #8266957(B)(4). They were visually evaluated. 373 syringes had no visual defects. 4 syringes had small amount of visible damage around the tip, cap or luer-lok area. The samples were tested for leakage at luer. The 1 syringe with tip damage failed the leakage test. All others passed with no leakage observed. Machine logs reveal adjustments related to material handling. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for leakage is associate with the damaged tip. The tip prevents proper needle to syringe assembly and allows for leakage to occur. The likely cause for the damage is associated with the material handling process prior to assembly. Corrections took place when the issue was found around material handling.

Event description:
It was reported with the use of the bd¿ safety-lok¿ bd¿ disposable syringe with bd luer-lok¿ tip there was an issue with 4 syringed leaking.